Manufacturer narrative:
On february 12, 2021, mentor received additional information indicating that the patient has been scheduled for implant explantation and possible replacement with mentor gel implants on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, granuloma, material rupture manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On march 23, 2021, mentor received additional information indicating that the patient also suffered scattered punctuate calcifications in both breasts. Mentor also became aware that it was only on the left axillary lymph nodes that the extravasated silicone was identified and that the right axilla had normal contents per mammography. Patient code granuloma was removed from the right side. On march 26, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the implants were found to be fully intact upon removal. Mentor became aware that the patient's left breast was severely capsuled. Lastly, the patient underwent bilateral removal and replacement with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7377870 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 7333706 sn: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered breast pain that the patient felt underneath on the edges and that goes up to their arm. The right breast implant was reported to be damaged but not leaking and the left breast implant was leaking into the patient lymph nodes. There is reported more constant pain to the left side and also a burning sensation. The patient had a mammogram and sonogram taken back in (B)(6) 2015, which according to the patient showed no leakage. However, on (B)(6) 2020, the patient took her mammogram to a radiologist, who reviewed the mammograms and told her that her breasts were leaking and that there was more silicone in their left breast lymph nodes since 2015. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.